Event description:
According to the doctor: he implanted the product under tension. The product came apart the following month, and the patient was reoperated the same day, to replace the product with a synthetic mesh.

Manufacturer narrative:
According to the doctor: another reoperation was performed, but this was reported to have nothing to do with the permacol mesh. The patient passed away around the end the month. The doctor again stated that this had nothing to do with the permacol mesh.